Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male pt of unspecified age or origin. Relevant medical history and concomitant medications were not provided. The pt was taking an unspecified medication through a humapen memoir/burgundy device for treatment of an unk indication beginning on an unk date. In 2008, it was reported that the device was missing dose segments in the display. This humapen memoir/burgundy device was associated with (lot 074c03). The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the pt had used this device model. It was planned that the device would be returned. It was unk if use with another humapen memoir/burgundy device was continued. Further info will be added when received. Update 23-jun-2008 add'l info has been received from the product complaint dept. On 16-jun-2008: humalog memoir lot number info updated from corrected in the product complaint database on 16-jun-2008 change made to case.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. Note: this is an initial report. A follow-up report will be submitted when the final eval is completed.